Manufacturer narrative:
(B)(4). The customer reported that the unit would not charge during op check. The device was evaluated at philips. The symptom was verified. Replacing the power pca resolved the issue.

Event description:
The customer reported that the unit would not charge during op check.